Event description:
A customer reported receiving erratic readings on their medisense blood glucose meter within 10 minutes. It is unk when the issue happened. Results of 500 mg/dl, 261 mg/dl and 92 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.